Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have both blades broken at the tip. The broken pieces were not returned. Components adjacent to these broken blades do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors instrument tips were broken and found during reprocessing. No patient events reported. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: yes, damage occurred during processing. No, there was no report of patient falling inside the patient. No the patient did not return to the hospital.